Event description:
The event is reported as: during a pre-test the balloon deflated. No report of a patient injury.

Manufacturer narrative:
The lot number is reported as unknown. However, possible lot numbers are: 13191 and 13121.